Manufacturer narrative:
The electrodes were not returned for evaluation. The exact cause of the reported event could not be conclusively determined. However, based on similar reported complaints the most probable cause are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. If additional information becomes available or if the device is returned to olympus at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the loop wire on six electrodes broke and fell into the patient during a hystero-resection procedure. All device fragments were retrieved from the patient and noted to be in one piece. The intended procedure was completed using a similar electrode. No patient injury was reported. In addition, the electrosurgical generator settings were 100 cut/ & 100/coag. No sparking arcing was observed. Of the six electrodes, four are to be returned to olympus for evaluation and two were discarded following the procedure. The 1 of 6 electrodes.

Manufacturer narrative:
The four electrodes were returned for evaluation. The evaluation confirmed the reported event as the visual inspection found the loop wire at the distal end of the electrode was broken off. No loop wire was returned. In addition, a microscope inspection was performed and revealed charred marks at the connection points on both yellow colored insulation posts. Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.